Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction while patient was undergoing radiation treatment and pump was off body and resting on counter when issue occurred. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.